Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 programmer (serial number (B)(6)) revealed that the unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. It was able to pair and communicate with test implant via rtm connected and wireless tel-m and tel-n communication and activate and deactivate stim function. The lcd was cracked and the system connector support was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated they couldn't get their stimulator to charge. Pt clarified they were trying to charge the controller so they could charge the implant, but the controller kept coming up with memory problem. Pt said they would set the date/time each time. Pt said the controller would charge, then would stop so pt would reset, but now the controller wouldn't turn on. Pt said the issue started about 2 weeks ago and said the issue happened for a week, then pt was able to charge for a week, then started again when pt went to charge controller again. Pt plugged controller into ac power during the call and reported the screen was dark. Pt reset controller and the screen came back on. Pt then plugged into ac power, confirmed green light was on ac power but said the green light was solid on top and pt was stuck on the splash screen, even after unplugging from ac power. Pt inspected battery compartment and battery pack, but did not see any damage. Pt then plugged controller in to ac power without battery pack and reported the screen turned on. Pt reinserted battery and reported green light was blinking, but controller said memory problem (pt said they had done that like 5 times already). The issue was not resolved. An email was sent to the repair department to replace the controller.